Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed/stopped at 5 am the day of pump disconnect. The alarm was "unable to program infusion". The pump will not administer the last 5 ml of fluorouracil even after trying to reprogram the pump for the last 5 ml. There was no tubing occlusion noted. A continuous infusion rate of 2 ml/hour (over 46 hours) had been programmed, with a total reservoir volume of 92 ml and given volume of 87 ml. There was no reported patient harm. The event occurred while in use.